Event description:
A hospital in (B) (6) reported that a fire occurred in a set-up which included the bc060 single-heated breathing circuit, mr850 respiratory humidifier and mr290 autofill humidification chamber. It was reported that the breathing circuit burnt near the connection of the humidification of the chamber. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k020332. Fisher & paykel healthcare have sent a questionnaire to the distributor to obtain more detailed info regarding the reported event. We have made several attempts to retrieve the medical device and accessories associated with the incident. We are currently awaiting for confirmation from the distributor that the device will be returned for analysis. We will submit a f/u report upon receipt of further info, the return of this complaint devices and completed of our investigation.